Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the patient underwent a coronary aretery bypass procedure using a heartstring. The hospital has not provided any further detail regarding the description or date of the event.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25127156, 25127970, and 25128025. The last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. No specific failure mode was provided. After repeated gfe's, the product has not been returned for evaluation. Should the product be returned, the complaint will be reopened and investigated if any addition information is received. The complaint will be reopened and investigated if any addition information is received. A follow up emdr will be sent accordingly.

Event description:
The hospital reported that the patient underwent a coronary artery bypass procedure using a heartstring. The hospital has not provided any further detail regarding the description or date of the event.